Manufacturer narrative:
Additional information received. This patient, had the following stent grafts. Implanted: esbf3214c103ee, etlw1613c124ee, etlw 1616c124ee, etlw1616c93ee. Is it unknown, which stent grafts were implanted, during the index procedure. And which, was implanted, during the intervention. Concomitant medical products: other relevant devices are: etlw1613c124ee, s/n#: unknown, use by date: unknown, upn #: unknown, etlw1613c124ee, s/n#: unknown, use by date: unknown, upn #: unknown, etlw1616c93ee, s/n#: unknown, use by date: unknown, upn #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the endovascular treatment of a 57 mm × 66 mm aaa on unknown date. The procedure was normal and final angiography showed no signs of an endoleak. Six hours after the procedure, the patient presented acute left leg pain; on physical examination, a thermal step was present in the absence of arterial pulses of the lower limb. A CT angiography showed a left leg thrombotic occlusion. The patient underwent intervention. With left brachial arterial access, after angiography confirmatory, a non mdt suction catheter was advanced. After thrombus aspiration, multiple endoprosthesis dilations, subsequent implant of a endurant stent graft was completed. A catheter was used to remove more thrombotic material. The angiographic outcome was satisfactory and the postprocedural period was uncomplicated. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular management of acute postprocedural abdominal aortic ¿ iliac limb endograft occlusions: a case series palmieri c, sbrana f, rizza a journal of cardiovascular echography 2022;32:187-90 10.4103/jcecho.jcecho_28_22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.